Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified arteriovenous fistula. A 6.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 24 atmospheres the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient complications nor injuries reported and the patient condition was good.